Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had t-wave oversensing (twos) on the right ventricular (rv) lead and oversensing on the left ventricular (lv) lead. Reprogramming was done and leads remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.